Manufacturer narrative:
--

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out range pacing impedance measurement. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a high, out of range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information states that the patient had a history of trending high ventricular lead impedance. The patient was then instructed to keep the follow up appointment with the physician. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.